Event description:
A customer contacted baxter and reported a system error 2240 alarm (air in line) on the homechoice cycler during dwell 2 of 4. The technical service representative (tsr) had the home patient (hp) close all clamps, transfer set, and cycle power off and on. The hp stated that a spare line clamp was left open causing the 2240 alarm. The tsr had the hp finish manually and discard all supplies and to notify his nurse.

Event description:
The basket broke on the initial opening.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional information become available a follow up medwatch will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the alarm is due to air being sucked into the disposable because there was an open clamp on an unused supply line. The lot number is unknown therefore a batch review was not performed. Label review finds the labeling adequate for the potential use error identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).